Event description:
The dental implant fx4508swc was removed on (B)(6) 2017 due to loss of osseointegration 10 months after osseointegration. The doctor indicated that bone resorption caused the implant removal. The patient has medical history of hypertension and has been recovered without complications.